Event description:
It was reported via repair work order that the head end lift was stuck in elevated position and wont lower due to malfunction cpu board, sensor coil cord and headend potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.